Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. According to the report, the trunk ipsilateral leg component was advanced into position and the first step of deployment performed. During removal of the constraining mechanism the transparent knob was pulled, however, intra-procedural imaging reportedly showed the proximal portion of the device had failed to fully expand concentrically and remained partially constrained. As it was reported, the contralateral gate had fully deployed, the physician elected not to reposition the device. A coda balloon catheter was advanced through the contralateral gate and ballooning was performed on the proximal end of the device, however the device was reported to have remained partially constrained. According to the report, the physician elected to retract the lock pin in order to loosen the constraining loop, however this also proved unsuccessful. Additional ballooning of the device with the simultaneous pulling of the transparent knob was performed, this resulted in the constraining line breaking and a portion of the line reportedly remaining within the patient. As it was reported, the device remained partially constrained, an aortic extender component was implanted within the proximal portion of the trunk ipsilateral leg component. However, the addition of this device failed to resolve the partial compression. According to the report, the procedure was concluded without further complication. Final angiography showed exclusion of the aneurysm, no evidence of an endoleak and the patient was reported to have tolerated the procedure. The physician will continue to monitor the patient.

Manufacturer narrative:
The gore excluder aaa endoprosthesis featuring c3 delivery system delivery catheter was returned to gore for evaluation. During the engineering investigation, some fraying on the unstiffened portion of the constraining loop was observed. There was no evidence that the eyelet had been severed and the lock pin appeared normal during the visual examination of the returned device. The endoprosthesis was not returned, therefore, the reported observation that the proximal portion of the device had failed to fully expand concentrically and remained partially constrained could not be confirmed. Further, as the endoprosthesis was not returned, the observation that it was not possible to retract the lock pin in order to loosen the constraining loop also could not be confirmed. The fraying on the unstiffened portion of the constraining loop is consistent with the constraining loop breaking, however, the reported observation that a portion of the line remained within the patient was not able to be confirmed during the evaluation. The root cause for the device remaining partially constrained and the constraining loop breaking could not be determined with the currently available information. (B)(4).